Event description:
International affiliate reports that the tips on both ends of the cam tightener shaft broke off in the locking cams of a uniplate one level plate. The broken tips remain in the locking cams of the implanted plate. The difficulty resulted in a forty minute delay to the surgical procedure. The affiliate reports that it is not known if the cam locks were properly closed and if there is a chance of screw back out.

Manufacturer narrative:
Examination of the returned device confirmed breakage occurred in the distal tips on both ends of the instrument. The tightener shaft met hardness specification requirements. Review of the lot history record found no discrepancies. No definitive conclusions can be made. However, the tip breakage is indicative of the application of atypical force during upon the instrument during usage and/or material fatigue due to usage over the life of the instrument. The instrument is a reusable device that has been in service for approximately three years. The tips broke in torsion and are cold welded within the plate's cam locks. The cams would have impacted the screw heads when breakage occurred and it is expected that the screws are secured and not likely to back out. The instrument is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. The likelihood of any biocompatibility issue resulting from the malfunction is extremely low. At this time, the complaint is considered to be closed.